Event description:
It was reported that a user experienced recurrent low glucose while using the ilet and expressed dissatisfaction with limited control, leading to a request to return the device; troubleshooting and education were completed, and the user treated lows with oral glucose. Symptoms included hypoglycemia. Outcomes included temporary impairment requiring dietary intervention only. Investigation included a review of complaint details and user-reported troubleshooting. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hypoglycemia. It was concluded that the event was user-reported hypoglycemia with cause not determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.